Manufacturer narrative:
Follow-up #1: date of submission: 05/08/2017. Device evaluation: the device has been returned and evaluated by product analysis on 04/18/2017 with the following findings: a review of the black box indicated that ¿replace battery¿ alarms had occurred following a call service 054 alarm. The pump powered on with the returned battery cap and current draws were within required specifications. The alleged battery life issue could not be duplicated on investigation. Unrelated to the original complaint, investigation revealed the following: the battery compartment was cracked; there was moisture contamination on the bolus button switch and other printed circuit board components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. It was noted that the battery life was less than expected. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.